Event description:
It was reported that the pump was alarming wont run alarm. Settings reviewed and pump turned off. Attempted to have patient clamp tubing but the clamps are taped to prevent clamping. Unable to further assess or take off cassette without clamping the line.